Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error. For further investigations we neeed the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a diamond burr. According to the complaint description the burr broke during surgery. When the burr was used in the pituitary tumor removal surgery (hardy surgery), it was damaged shortly after the start of use. When using another burr it worked fine. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).